Event description:
A surgeon reported that upon pressing the footswitch during a procedure, the system holds the last vacuum level and does not return to the initial vacuum level when the footswitch is depressed again. In order for the surgeon to continue the procedure and maintain eye pressure, continuous irrigation was used. The procedure was completed with the same system and no pt harm was reported. This event was reported to have occurred in this manner during four procedures, however pt identifiers were not provided. Additional info was received from the surgeon indicating that when continuous irrigation was used, reflux is not available causing the chamber to collapse. There has been no residual pt harm reported as a result of this event.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).